Manufacturer narrative:
The 2 patient samples were submitted for investigation and tested on a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. Erroneous results were generated for tsh, ft4 ii and ft3 iii. The e602 module serial number used at the investigation site was either (B)(4). The e411 analyzer serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used at the investigation site was 227001 with an expiration date of 31-mar-2018. A specific root cause was not identified. Additional information was requested for investigation but was not provided. There was not enough sample volume left to complete the investigation. For both patient samples, the ft3 iii and ft4 ii results at the customer site and the e602 module at the investigation site were above the normal reference range. The ft3 iii and ft4 ii results from the e411 analyzer at the investigation site were within the normal reference range. Notable differences were observed between the the e411 analyzer and the e602 modules compared to the abbott method, however; since there was not enough sample remaining, the root cause for this discrepancy cannot be determined. (B)(4).

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 2 patient samples tested for elecsys tsh assay (tsh), elecsys ft4 ii assay (ft4 ii) and elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module compared to the architect method. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results and medwatch with patient identifier (B)(6) for information on the tsh erroneous results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e602 module serial number was not provided.